Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional, relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure there is not needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any relevant manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, when the plunger was retracted no rail suture was present. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.